Event description:
It was reported that there was a malfunction resulting in an inability to switch ventilation modes as expected during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The microswitch was replaced to resolve the reported issue. Block a: no patient information provided to date after calls to customer (B)(6) 2022 and (B)(6) 2022. Unique identifier:(B)(6). Legal manufacturer: (B)(4).